Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they have a doctor's appointment with pcp today because of how bad their back is. Patient mentioned that they will probably be sent for imaging and they wanted to know what to do if they need an MRI. Agent walked the caller through in entering MRI mode. Patient was eligible for for head only scan. Agent reviewed information. Additional information was received, it was reported there was a device concern as it was not working well. The patient was in terrible pain and could barely walk. The patient stated the device was old and about to die. The patient's representative (rep) talked with their doctor and the patient about it. The patient received an epidural pain block on september 18th for l4, l5, sciatica, and bulging disk. The patient noted their scoliosis was moving left. The patient's battery was replaced on october 09, 2025 with a new battery and the issue was resolved.